Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(6). This case involves a female who rec'd taking poly-l-lactic acid (sculptra) on (B)(6) 2008, dosage, indication not specified. Relevant medical history and concomitant medications were not reported. On (B)(6) 2008, she experienced swelling to her face. Since she provided a wrong mobile number, it is impossible to get in touch with her to collect more info. Event outcome is ongoing. Reporter's causality: not specified. A pharmaceutical technical complaint was issued. (B)(4).